Event description:
Caller reported a malfunction on the pump with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller in resetting the pump, resolving the issue as the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the issue returned, which the caller understood and acknowledged. Caller reported malfunction recurred. Cts to replace pump.